Event description:
A consumer reported via a manufacturing representative that low impedances were measured on electrodes being used to program stimulation. Electrodes 1 and 3 had impedances of 116 ohms. At the time of this report, impedance of electrode 1 and 3 was measured to be 113 ohms. A few weeks prior to this report, an elective replacement indicator (eri) message was displayed on the right ins. An end of service (eos) message was displayed when the ins was checked on the day of this report. The patient's left ins had similar programming parameters to the right and the battery voltage was at 2.85v. Since the programmed parameters were similar, the drain of the right ins was due to the low impedances. The rep was going to follow up with the patient's health care provider (hcp). The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Follow-up with the manufacturer representative (rep) reported that the battery was replaced and low impedances were still found on the 1 <(>&<)> 3 combination. No lead revision took place and the healthcare provider (hcp) programmed around the problem combination. The patient was receiving therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.